Manufacturer narrative:
(B)(4).

Event description:
An article titled "anterior chamber hemorrhage during posterior chamber phakic intraocular lens implantation: a case report" about a patient with bilateral refractive errors. Hemorrhage was noted. Medication was administered. Cause of event was not reported.